Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 211mg/dl, 350mg/dl, 365mg/dl. Tests were done <10 minutes apart with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.